Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states insulin was squirting out during the manual prime process. Customer states they are unable to exit the preparing to prime loop. Customer states they were stuck in rewind complete. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). All buttons functioning properly and no anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a33 alarm or prime/fill anomaly noted during testing.